Manufacturer narrative:
(B)(4). Batch # n92l0m. The analysis results found that the mcs20 device was returned with a clip in the jaws. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clips did not hold on to the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.